Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation nor has the identifying lot number been provided. Multiple attempts to obtain additional information have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
While the surgeon was inserting the probe into the pedicle, the instrument snapped and got stuck in the pedicle.